Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low-level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. No the motor arm cannot communicate with the main arm was noted during testing either; however, the motor arm cannot communicate with the main arm alarm is found in the insulin pump history file due to a software error. The serial number label located between the belt clip rails has worn down to the point where it¿s illegible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple error alarm. Customer's blood glucose value was 8 mmol/l. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer received request to rewind pump. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.